Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not reproduce the reported complaint. Visual inspection revealed water ingress of the pneumatic block and contamination of the inlet assembly. The pneumatic block required replacement to address the issue. The device was scrapped per customer's request. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to the outlet flow sensor. There was no harm or serious injury reported as a result of this incident.